Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a sudden decrease in battery longevity over a short period of time. The device will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event. (B)(6) 2021, it was reported that the ICD exhibited shorter than expected longevity estimate due to a programmer software estimator error.